Event description:
End user states she sits in her chair all day, every day, and the cushion on her chair is getting lumpy and bottoming out. End user states that the cushion is getting uncomfortable for her. End user states no injuries